Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm occurred during the load process with multiple cartridges. Customer's blood glucose level was 350 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.